Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis preceded by abdominal pain and cloudy pd effluent. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a compromised immune system. The culture result of staphylococcus epidermidis, a predominant organism of the normal flora on human skin, suggests a possible breach in aseptic technique. S. Epidermidis is the most frequent cause of peritonitis. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient presented to the pd clinic with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was drawn resulting in staphylococcus epidermidis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2500ml and ip ceftazidime 2g. After receipt of culture results, the ceftazidime was discontinued and oral rifampin 600mg daily for 14 days was initiated along with the continuation of the vancomycin. The patient did not report any issues with the liberty select cycler or cycler set related to the peritonitis. The cause of the peritonitis is unknown. This patient was new to pd therapy in (B)(6) 2019. The patient is continuing pd therapy on the liberty select cycler during recovery from the peritonitis.